Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the oer-pro getting e77 incomplete positioning of the disinfectant solution tray, was failure to follow instructions. Steps on the IFU on how to clean, replace and positioning of the disinfectant solution were not followed. The event can be prevented by following the instructions for use which state: chapter 7 "routine maintenance" a series of steps are listed to clean, replace and positioning the disinfectant solution". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device exhibited bulging in disinfectant bottle and it got stuck halfway. The event occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer contacted olympus technical assistance support (tac) via email. The following troubleshooting steps were suggested by tac: power off the subject device to enable opening the lid. Once the lid is open, remove the tub sensor cover and power on the device. Lift the float to create e05 error and replace the float sensor cover. Then press stop/reset button 2 times to clear the e05 error and the device must be operable again. In addition, the tac suggested the customer to use the function panel to drain or load the disinfectant. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.